Event description:
It was reported that patient underwent an unknown procedure on an unknown date in 2024, and suture was used. During the procedure, when they tied the knots, five sutures were torn. The procedure was completed with other sutures. There were no consequences for the patient. There was no reported surgical delay. No further information is available.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2024-02724, 2210968-2024-02725, 2210968-2024-02726, 2210968-2024-02728.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 8/12/2024. H6 component code: g07002 no device problem found. UDI: (01)gtin unavailable. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; two unopened samples that pertain to the product code w9430. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.